Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced difficulty inserting the usb cable into the pump's usb port, which led to the pump being unable to charge despite using multiple usb cables, wall adapters and power sources. The customer provided a blood glucose (bg) of 189 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.